Event description:
It was reported that an inaccurate fill estimate was received. Additionally, the cartridge was leaking. Customer¿s blood glucose was 127 mg/dl. A cartridge change was performed resolving both issues. The customer continued using the pump for insulin therapy.